Event description:
It was reported that the user attempted to load a cartridge into the ilet pump without performing a rewind and received an alert 40, described by the user as trying to force the cartridge into the pump; repeated restarts did not resolve the alarm. Symptoms included insufficient information to characterize any clinical effects. Outcomes included insufficient information to characterize any impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available and the medical device problem could not be further characterized due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.